Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the devices showed the needle is bent. The actuator is in its t2 post deployment position indicating a complete deployment. No ts or sutures remain on the delivery needle but were returned. Examination of the construct showed no abnormalities. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended.

Event description:
It was reported that during a meniscus fixing surgery the product did not work, the implants were delivered without pressing the product. A backup device was available to complete the procedure with no delay or patient injuries.